Manufacturer narrative:
Reference record: (B)(4). Catalog number: 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018 the patient went to doctor due to immobility of the peg tube. Endoscopy was performed and buried bumper syndrome was diagnosed. Buried bumper syndrome was recovered during endoscopy procedure. Patient was treated with unspecified antibiotic medication.